Manufacturer narrative:
Received one used unit in 2008, for the investigation. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 20 november 2008.

Event description:
The catheter was inserted in 2008, with no difficulties and broke just after insertion. The nurse removed the catheter with her fingers.